Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that following use of listed device the safety mechanism did not fully engage resulting in nurse enduring a dirty needle stick. Nurse is undergoing testing for exposure. No adverse health outcome reported.